Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error, no delivery, and motor position encoder error. The customer was able to rewind the insulin pump. Customer's blood glucose level was 300 mg/dl. The displacement test and manual prime were successful and the motor error alarm did not recur. The alarm was caused by a connection issue. The device was not returned.

Manufacturer narrative:
The device passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. Unable to confirm encoder error alarms due to several alarms in the history file. The device alarmed due to a corrupted history file. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and stained end cap sticker.